Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that four years and three months post port placement procedure, the blood return allegedly could not be confirmed. It was further reported that catheter allegedly broken and the distal catheter segment migrated into right ventricle. Reportedly the port body and the distal catheter segment was removed using a snare. The current status of the patient is unknown.

Event description:
It was reported that four years and three months post port placement procedure, the blood return allegedly could not be confirmed. It was further reported that catheter allegedly broken and the distal catheter segment migrated into right ventricle. Reportedly the port body and the distal catheter segment was removed using a snare. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port with an attached groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture, material separation and the identified wear and deformation issues, as a complete circumferential breaks were noted on both the distal end of the attached catheter and proximal end of the distal catheter segment. The surface of the complete circumferential break on the distal end of the catheter attached was noted to be round in one region and granular in the other region. A longitudinal split was noted between both regions. The surface of the complete circumferential break on the proximal end of the distal catheter segment was noted to be round in one region and granular in the other region. A longitudinal split was noted between both regions. However, the investigation is inconclusive for the reported migration and suction issues, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.